Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the procedure the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by transthoracic echo. Pericardiocentesis was performed to remove 700ml of fluid from the pericardial space. The patient stabilized and was moved for monitoring in respiratory recovery. Extended hospitalization was required to ensure the patient remained in stable condition. Patient¿s outcome is fully recovered and was discharged from the hospital. Physician state he felt the adverse event occurred during transseptal puncture, he felt the transseptal needle slip a little. There was no evidence of steam pop during the ablation. The flow settings were set as indicated for thermocool® smart touch® sf bi-directional navigation catheter. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. The decision has been made to report this event under the bwi ablation catheter since the adverse event was discovered after the ablation.